Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experiences skin overgrowth at the abutment site and has undergone revision surgeries to address the issue (dates not reported) without resolution. The implanted device remains.